Manufacturer narrative:
Serial number unknown. A follow-up report will be submitted once the investigation is complete.

Event description:
Its been reported that the metal part of the fetal scalp electrode was missing during the case. The end user is not sure f the breakage of metal part was during the case or before the case.

Event description:
Its been reported that the metal part of the fetal scalp electrode was missing during the case. The end user is not sure if the breakage of metal part was during the case or before the case. The patient underwent an x-ray and the result negative for metal in the scalp. The metal tip was not found.